Event description:
A malfunction alarm with code 16 was reported, and it did not cause any adverse impact to the customer¿s blood glucose level. The customer switched to multiple daily injections (mdi) as a backup insulin therapy.